Event description:
It was reported that there were high/variable thresholds resulting in permanent programming of high output, with unexpected longevity noted. The device was noted to be at eri (elective replacement indicator). The device was explanted and replaced, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).